Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and experienced differences between sensor glucose and blood glucose levels and the insulin delivery was not suspended. The customer reported blood glucose value of 250 mg/dl and sensor glucose value was 50 mg/dl at the time of incident. The hyperglycemic event was treated with insulin pump. The event involved product(s) mmt-7040b,mmt-1884,mmt-397a,mmt-332a. Troubleshooting was performed for hyperglycemia. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. The auto mode feature is active at the time of the event. No further patient complications were reported. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. Mmt-1884,mmt-397a,mmt-332a were not expected to return. Mmt-7040b were expected to return.

Manufacturer narrative:
Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaint of sensors glucose vs. Blood glucose event was not confirmed. Found sensor electrode with no physical/electrical damage, submerged sensor under different levels of glucose and sensor passed with accurate readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.